Event description:
Prior to implant, the helix of the right ventricular (rv) lead failed to extend. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable

Manufacturer narrative:
The reported event of ¿the helix didn't twist¿ was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clean. After applying torqued directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event: x-ray examination of the lead found that the spring from the helix region was missing.